Manufacturer narrative:
Event summary: as reported, a bakri tamponade balloon catheter leaked during inflation. Another bakri tamponade balloon catheter was used to achieve hemostasis. No adverse effects to the patient were reported. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One bakri tamponade balloon catheter was returned for evaluation with the stopcock attached. An inflation test was performed with water. Leakage was confirmed in two locations. Possible cut marks were observed in the balloon material. The balloon material appeared to have been scraped. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device is provided with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that a definitive cause of this event could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a bakri tamponade balloon catheter leaked during inflation. Another bakri tamponade balloon catheter was used to achieve hemostasis. No adverse effects to the patient were reported. Additional information has been requested.